Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 758 mg/dl. Cause was not known; however, the customer had changed the infusion set and cartridge the evening prior. Customer delivered multiple correction boluses and the customer's husband called an ambulance to initially address bg. At the ICU, healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged from the ICU on august 7th, 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.